Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the emergency room, was hospitalized for the event and subsequently transferred to another hospital. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.